Event description:
Boston scientific received information that during a routine follow-up appointment, the battery status was end of life (eol) with a charge time of 30 seconds and a battery voltage of 2.67v. A follow-up two months prior noted a battery status of beginning of life (bol) with a charge time of 7.2 seconds and a battery voltage of 3.04v. The patient was hospitalized as a replacement procedure was scheduled. No adverse patient effects were reported.

Event description:
Information was later received that this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
A replacement procedure was scheduled and the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.